Event description:
A report was received that the patient was experiencing pain at the lead site and frequent ipg charging. The patient will undergo an explant procedure.

Manufacturer narrative:
Additional information was received that it was not really a pain at the paddle site; that was previously reported but it was the stimulation that was not in the target area. The patient¿s ipg was explanted and the leads were left in place. No device malfunction was suspected. The explanted devices were not returned to bsn as they were discarded by the medical facility.

Manufacturer narrative:
Additional suspect medical device components involved in the event:   model#: sc-8216-70, serial#: (B)(4), description: artisan surgical lead, 70cm. Model#: sc-2138-50, serial#: (B)(4), description: scs 50cm iii lead.

Manufacturer narrative:
Additional suspect medical device components involved in the event: model#: sc-2138-50, serial#: (B)(4), description: scs 50cm iii lead.

Event description:
A report was received that the patient was experiencing pain at the lead site and the stimulation was making her pain worse. The patient will undergo an explant procedure.

Event description:
A report was received that the patient was experiencing pain at the lead site and the stimulation was making her pain worse. The patient will undergo an explant procedure.